Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted eschar, blood, and fluid ingress in the handle and under the insulation of the device. The device was taken apart for further inspection and engineering determined that, due to the design of the device and nature of the laparoscopic procedures, insufflation pressure allows for fluid to push through the device shaft and into the handle. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Partial cololectomy - lower anterior resection - "during device activation, handle became very hot. Surgical team noticed condensation inside handle of device. Device activated on its own while resting in pouch." Patient status - "fine."